Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted twisting of the beige patient adapter connector to silicone tubing/bushing. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. Hand twist check was performed and the beige patient adapter connector to silicone tubing/bushing can be rotated. The reported condition was verified. The sample met specification, the reported issue is a normal characteristic of the product as the components are friction fit and not solvent bonded. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector (white end) of the minicap transfer set can be rotated. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.